Manufacturer narrative:
Results and conclusions: (root cause of the event could not be determined). (Stent migration). (B)(4).

Event description:
The device was inspected before use with no issues noted. Lesion was pre-dilated to 18 atm with one inflation. No was resistance noted while advancing the device to the lesion. A resolute onyx drug-eluting stent was deployed in the ostial-medium of the left trunk, which exhibited little calcification and 50% stenosis. On the 2nd projection the stent migrated, probably to the aorta and could not be found. The physician used a des of the same size; post dilate nc balloon and ivus to complete the procedure. No clinical sequelae were reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Results: operational context (procedure related malfunction). Conclusions: operational context (procedure related malfunction). (B)(4).

Event description:
Evaluation summary: the device was returned with no stent. The balloon folds were open and the device had been previously inflated. The distal tip was slightly frayed.